Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on additional information received on 10oct2013. It was reported that stent damage occurred. A 3.50x24mm promus element stent delivery system (sds) was selected to treat the lesion. During unpacking, they removed the device from it's package and it was found out that the shaft of the product was bent. It was impossible to introduce in the patient. No complications were reported and patient's status is stable. It was further reported that the stent was damaged.